Event description:
Customer reported an issue related to updating personal settings, including time and bolus settings. Customer's blood glucose level was reported to be 30 mg/dl. The customer took corrective action by consuming glucose tablets and did not require third-party assistance. Technical support assisted in updating the max bolus setting and advised the customer to consult with their healthcare provider when making setting changes.